Event description:
The customer reported the device went vent inop and alarmed due to a pressure sensor failure while in use on a patient. The customer reported the patient went into cardiac arrest but was revived wth no issues. The customer has requested no service to date for the device. The customer has been contacted for further event information but there has been no response received.

Event description:
The customer reported the ventilator alarmed and shut down while in use on a patient. The customer reported there was no patient harm. The customer has requested manufacturers assistance in reading the trending card. The service which is pending per the customers availability.

Manufacturer narrative:
(B)(4): no request for manuf service.

Manufacturer narrative:
Customer was instructed ti retrieve trending card and sent to manufacturer for review. Vent not repaired pending information from trending card information.

Event description:
On (B)(6) 2012, the respiratory care director reported the following: the respiratory therapist (rt) reported she had been in the patient's room on (B)(6) 2012 at 0715 checking the patient and the ventilator. Ventilator settings were a/c 14, vt 450ml, peep 5, fio2 35%, flow rate 60. Patient data was total rr 17, pip 14.5, minvol 8.24, I:e ratio 1:3, hip 50, lip 10, o2 saturation 99%, etco2 45. Patient circuit in use was cardinal health disposable with hme. Mdi inhaler was given at 0325. During the check the patient was alert and semi-awake. The rt made a vent setting change to attempt a weaning trial at unknown settings and the patient became agitated, beginning to kick with heart rate (hr) and respiratory rate (rr) increasing. The rt called the rn into the room to look at the patient. The patient was placed back on a/c on the ventilator and the md called. At 0722/0723 they observed that the patient's hr and rr returned to pre-weaning change with o2 saturation 90-91%, hr 60 and rr 17-21. The rt had just left the room when a code was called due to the patient becoming bradycardic with hr 44. The patient was removed from the ventilator and manually bagged at 100% o2 and chest compressions begun. A few minutes after the code had started and patient was being manually bagged, nursing reported the ventilator began alarming and the monitor was blank showing 'vent inop' on the screen. Patient was successfully coded and was eventually discharged from the hospital. There was no permanent harm. The patient was (B)(6) male with a history of dementia. She did not know the patient's history or reason for being on the ventilator. On (B)(6) 2012, the respiratory care director (rcd) reported the following: the weaning of the patient was not a 'true wean', but rather a mode change only, with a change from a/c to simv for a trial. The code blue sheet reported it at 0723 but rcd stated the code may have actually started approx. 5 minutes sooner. The ventilator trending card data was reviewed and it identified a loss of vt at (B)(6) 2012 07:16:21, which may correspond to when the patient was removed from the ventilator for the code. Review of the device diagnostic log confirmed the reported vent inop occurrence at (B)(6) 2012 07:22.26. Rcd spoke to nursing who confirmed that the ventilator was not alarming and the vent inop was not occurring when they entered the patient's room for the bradycardia/code blue. The manufacturers service technician completed performance verification and extended self testing of the ventilator and reported all testing passed.